Manufacturer narrative:
The report of discoloration and variation in thickness along the modular cable was confirmed through visual inspection. The outer jacket layer and bend reliefs of the returned cable were discolored and visual inspection revealed that the outer jacket layer was swollen. A gap appeared to have formed between the outer jacket and armor layers of the cable. These findings appeared to be related to normal wear and tear during use. The underlying wires of the cable were not exposed and the cable passed all electrical testing. The returned modular cable was tested together with the manufacturer's laboratory test equipment and the system functioned normally without any alarms active. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 years and 9 months the modular cable was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the modular cable was discolored with thinner areas of the outer layer. The modular cable was exchanged. There was no reported impact to pump function or to the patient. No additional information was provided.